Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the combination of low modulation in the signal channel and the measurement of sensor performance (msp) being at 0.361 (at the time of initial analysis and falling), resulted in some degree of mismatch between the sensor reading and finger-stick calibration. Per the initial analysis, it was suggested to explant the sensor due to falling msp, low modulation in signal channel and poor customer experience. There is no further investigation needed.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemic events on september 18. Patient alleged that he did not receive any alerts because of discrepant results by eversense in comparison with blood glucose meter (bgm). Bg readings during the events were 52 mg/dl and 53 mg/dl.